Event description:
It was reported that during a da vinci prostatectomy procedure, a burn hole was noticed on the tip cover accessory of the monopolar curved scissors instrument while attempting to cauterize tissue. Upon removing the instrument,the site noticed the patient's iliac vein had been damaged. The iliac vein was repaired using a suture and the tip cover accessory was replaced with a tip cover of the same type to complete the procedure. No additional patient harm, adverse outcome or injury was reported. The following medwatch report listed below was also sent to the FDA as it related to this event. #2955842-2007-00405.

Manufacturer narrative:
The instrument was not returned for evaluation. A tear was found during failure analysis of the tip cover accessory used in conjunction with the instrument, which may have caused a path for arcing to occur.